Event description:
The customer received questionable free triiodothyronine (ft3) results for two patient samples from cobas e411 serial number (B)(4). Patient 1 initial result was 3.43 pmol/l and the repeat result was 4.47 pmol/l. Patient 2 initial result was 3.27 pmol/l and the repeat result was 4.31 pmol/l. This patient was an (B)(6) old female. The erroneous results were not reported outside the laboratory. The patients were not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Based on the information provided for investigation, a reagent, calibration or instrument issue could be excluded.